Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) h4: the lot was manufactured july 01, 2022 - july 06, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph attached to the parent record showed a damaged segment on the tube of the infusor device. The reported condition was verified. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set which suggested the cause of damage was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a defect in the line (tubing) of a large volume infusor. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.